Manufacturer narrative:
Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. In this case, the authors reported that the xt valve pvl was a result of suboptimal apposition of the xt valve to the ring. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Literature reference: cruz-gonzalez I, rodríguez-collado j, arribas-jimenez a, barreiro-perez m, rama-merchan jc, sanchez pl. First-in-man percutaneous transseptal closure of paravalvular regurgitation after percutaneous valve-in-ring implantation. Jacc cardiovasc interv. 2015 jun;8(7):e115-6. Doi:10.1016/j.jcin.2015.02.012. Epub 2015 may 20. Pubmed pmid: 26003032.

Event description:
An article published in the ¿journal of the american college of cardiology: cardiovascular interventions¿ describes the first-in-man percutaneous transseptal closure of paravalvular regurgitation as a result of suboptimal apposition of the valve to the ring. The patient received a 29mm edwards sapien xt valve by transseptal approach over a veno-arterial loop. The xt valve was correctly implanted within a mitral ring because of recurrent congestive heart failure secondary to severe mitral regurgitation that was due to mitral ring dysfunction. Post deployment, echocardiography demonstrated significant paravalvular leak (pvl) between the ring and the xt valve. Balloon post-dilation was not considered an option because of the risk of para-ring dehiscence or distortion of the ring. Percutaneous closure of the leak was scheduled. Finally, a vascular plug device was deployed, and the regurgitation was significantly reduced.